Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer experienced diabetic ketoacidosis and blood glucose (bg) level of 650 mg/dl. Customer administered manual injections to address bg level and continued to use manual injections for insulin therapy.